Event description:
Patient reported scar tissue growth smathing catheter. Also, loss of weight, nausea, loss of appetite, spasms, and vibrating pump. The hcp reported patient had decreasing pain relief from pump. The patient underwent surgical removal of catheter and replacement.